Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was hospitalized after becoming hypoglycemic. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod between 36 and 48 hours (arm). The patient was walking outside in very hot weather. He fainted in the street and someone called the paramedics. Patient stated he thinks he mistakenly put his basal rate at 7.25 units every hour, but stated it was just for that day. Patient was wearing the pod on his arm for about 2 days and was removed a few hours after being in the hospital. Patient stated he does not remember the last time he bolused before being admitted. He was treated by getting a glucose IV and there was no other treatment. Patient stated he was released the following day.